Manufacturer narrative:
The pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. There was no motor error alarm noted during the bolus/basal delivery. The excessive no delivery test and occlusion test were performed with less than 20.0 units remaining in the status screen. There was no motor error alarm noted during testing. The motor was tested outside of the device and passed. The low reservoir alarm functions properly. The pump had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube.

Event description:
The customer reported via phone call that they had a motor error alarm on the insulin pump. Customer stated that the alarm was occurring when their insulin was getting low. Customer stated that when they change out the set, everything seems to be fine. Customer has had multiple motor error alarms since the beginning of august. Customer stated that it occurs when the insulin is anywhere between 10-20 units. Customer's blood glucose was over 400 mg/dl at the time. Customer stated that they have previously gone through body scanners while traveling internationally. Customer was informed to avoid x-ray machines and body scanners. Customer reported that they were able to complete the pump rewind. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.